Event description:
It was reported that this right ventricular (rv) lead exhibited lead fractured or breakage. This rv lead was explanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the explanted rv lead exhibited an impedance anomaly.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead fractured or breakage. This rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.